Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose and reservoir had air bubble. Customer blood glucose level was 500 mg/dl and 360 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that insulin was not delivered. Approximate size of air bubbles was 1 to 2 cementer, air bubbles inside the tubing. During the filling process air bubbles appear over the first black ring. The reservoir will not be returned for analysis.